Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. Customer stated the display went blank after a bolus. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is corroded. Customer states the spring is neither damaged nor corroded. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. No unexpected low battery alarm or blank display anomaly. Lcd board ok. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.